Event description:
This is a report of a system error 2240 (air in tubing) alarm on the homechoice (hc). The cause of the alarm was unknown. There was no report of patient involvement, patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial reporter address and international phone number (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.